Manufacturer narrative:
Block h6 (patient codes): problem code e1022 captures the reportable event of perforation of esophagus. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of stones. The patient was placed in the prone position under general anesthesia. The physician began the procedure using an egd scope. They then switched to an exalt model d scope for the ercp portion of the case. The patient's anatomy was reported to be tortuous and the physician had difficulty getting through the esophagus. They then switched to a reusable scope and continued to have difficulty passing the scope. The reusable scope was removed and blood was observed on the tip of the scope. They switched back to the egd scope to investigate and discovered a partial thickness esophageal perforation. The perforation was treated with clips. It is unknown which device was in use when the perforation occurred. There is no allegation of malfunction or deficiency against the exalt scope. The procedure was not able to be completed due to this event. The patient is expected to fully recover.